Event description:
It was reported that the right ventricular (rv) lead exhibited high pacing impedances and thresholds. Subsequently, the rv lead was surgically abandoned. No additional adverse patient effects were reported.